Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the investigation results, no nonconformance were found related to this complaint. No further escalation is required. The most probable cause of the identified failures are cause traced to failure to follow instructions. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a foreign material in the jet-tube, air/water cylinder and tube. There was no patient involvement.